Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump infused at the wrong rate (too fast). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'pump infused at the wrong rate (too fast) don't know the rate or drug. ' was not reproduced. Evaluation sent the unit for flow accuracy test and delivered within specification. A review of the event history log could not confirm the reported symptom. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.